Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was clotting/micro clots/fibrin clots and missing additive. The following information was provided by the initial reporter. The customer stated: "the blood sample in edta tube 368499 is clogging.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-01-23. H.6. Investigation summary: bd received 110 samples for investigation. The samples were evaluated by titration for the indicated failure mode clotting. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the returned sample's test results. All samples tested were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was clotting/micro clots/fibrin clots and missing additive. The following information was provided by the initial reporter. The customer stated: "the blood sample in edta tube 368499 is clogging.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.